Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced discomfort, and dehydration. The patient went to the emergency room, and when a fingerstick was taken the cgm was reading 2.9 mmol/l, and the blood glucose reading was 31.0 mmol/l. When insulin was given as treatment, this was given via the pump. However, the patient received saline solution (this would have been intravenous), for dehydration. Patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.